Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information reported. The platelet reactivity unit (pru) level was 210. The cause of the failure to open and the stent damage was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a phenom 27 microcatheter was guided to the ipsilateral mca (middle cerebral artery) m2 segment, and the pipeline flex with shield technology stent (ped2) was deployed from m1 and guided to the lesion site to begin deployment. However, a deployment failure occurred in the mid-section. Repeated attempts to resheath resulted in distal stent deployment failure as the distal end of the stent became deformed in a trumpet-like shape. The ped2 was resheathed and retrieved along with the microcatheter. The ped2 was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, right c3 segment aneurysm with a max diameter of 12 mm and a 4mm neck diameter. The landing zone arterial diameter was 4.1 mm distally and 4.0 mm proximally. It was noted the patient's vessel tortuosity was strong. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure reported tici (thrombolysis in cerebral infarction) grade 3. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The proximal portion of the pipeline was located in a bend and more than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed 3 or more times. It is unknown if there were any additional steps or other devices attempted to open the pipeline. Ancillary devices included: 6 fr fubuki xf guidecatheter, chikai14 microguidewire.